Event description:
It was reported that the patient was admitted to the hospital due to receiving an inappropriate shock. The shock was the result of oversensing of noise (lead interference). It was observed that the right ventricular (rv) pace impedance was greater than 3,000 ohms and the threshold was greater than 5.0 v, leading to a loss of capture. X-ray confirmed that the rv lead was fractured. The patient underwent rv lead replacement without complication. The lead is not expected to be returned.